Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged possible erroneous test result generated on the cobas liat system (s/n (B)(4)). The customer reported that the cobas liat system (s/n (B)(4)) run#510 generated a potential false positive influenza b result for one sample and run#499 generated a potential sars cov2 false positive. A report from the customer computer system the influenza b was not detected per the consultant. A repeat test of the positive influenza b sample (same sample) generated influenza a indeterminate, influenza b detected results, it is unknown if the same cobas liat system analyzer was used for the repeat test. Patient sample was collected using remel m4 rt r12699 transport medium and a nasal typenex swab. Patients¿ test results were reported to patient and or/ medical personnel treating the patient. The customer confirmed there was no allegation of harm to the patient due to the positive influenza b results. The physician contacted the patient directly. No patient harm as a result of the positive sars result. The investigation to assess the customer allegation has not yet been completed. 2 mdrs will be filed one for each of the reported patients¿ samples results.

Manufacturer narrative:
(B)(4).